Event description:
It was reported during the procedure, the surgeon used the aculoc2 plate and inserted the locking screw. During the procedure, the driver tip broke. The surgeon was not able to remove the broken piece, and it remains in the patient's body. This report is related to report number 3025141-2022-00107 which is on the driver involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the screw was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information (model number, batch/lot number) is unknown.